Event description:
Additional information on the patient impact was received on 06/29/2021. The customer reported that the bleeding was mentioned because it "contributed to the complexity of the case." The patient was not on any medication, such as blood thinners, that could affect blood fluidity. It was known before the procedure that the patient is a "fainter" and no medical intervention was required due to the reported issues.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported on (B)(6) 2021 that during a biopsy procedure a second device needed to be used to complete the biopsy. Additional information was received on 05/25/2021 that reported the initial device failed to suction tissue/cores and no samples were retrieved. The patient experienced "copious bleeding and ultimately fainting." Attempts to obtain additional information on the patient impact have been unsuccessful as of today.